Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found that the conductor coils were deformed in multiple spots. The deformation appears to be from a grabbing tool from the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had recently been implanted. It was determined that the lead had dislodged post implant. The patient experienced diaphragmatic stimulation in all vectors along with poor pacing thresholds. The patient underwent a revision procedure and this lead was explanted. The physician decided to replaced with an epicardial lead system. No additional adverse patient effects were reported.